Event description:
The patient assigned this system controller had been explanted on (B)(6) 2024 (related manufacturer report number 2916596-2024-01407). It was reported that the hospital had made the controller it's reserve unit and used it for troubleshooting purposes upon which the replace system controller alarm was found.

Manufacturer narrative:
Section d4: corrected. Section g2: corrected. Thise event occurred at (B)(6). Manufacturer¿s investigation conclusion: the reported event of replace system controller alarm was confirmed with the returned system controller (serial # (B)(6)). The returned device was connected to a test pump and the system did not operate. Controller fault/replace system controller alarm was active. Fuse a and b status indicated both fuses are damaged. Electrical measurement confirmed compromised fuses related to the controller fault/replace system controller alarm. Both fuses were replaced, and the system controller functioned as intended thereafter. The device passed the functional test procedure and operated on a mock circulatory loop without any notable event captured in the history event screen. The log files were retrieved from the returned system controller. Data from (B)(6) 2024 was reviewed. The periodic log file revealed the driveline appeared to have been connected to the device on (B)(6) 2024 at 12:24:13, which captured the pump operating at the set speed value at 4,500 rpm. The system operated with no alarms from (B)(6) 2024 at 0:24:09 to (B)(6) 2024 at 0:23:35. Low flow alarm was active at 1:23:35 and 2:23:35 but cleared at 3:23:34. On (B)(6) 2024 at 9:23:32, the set speed value was adjusted to 3,700 rpm. The motor stopped command appeared to have been initiated via the system monitor and the pump speed value decreased to zero rpm. At 10:23:32, controller fault alarm became active when both fuses (fuse a and b) became damaged and with an associated loss of pump communication. The damaged fuses and loss of lvad comm suggests the driveline may have been damaged. The controller event log file revealed on (B)(6) 2024 at 12:06:21 to 13:11:35 that the driveline was connected and disconnected, but the pump did not initiate due to both fuses being damaged. On (B)(6) 2024, similar events were captured that indicate the driveline was connected and disconnected, but the pump did not initiate due to both fuses being damaged. Additional information was requested regarding when the device was last connected to a pump, if the device was exchanged when the alarm became active on (B)(6) 2024 and if the driveline sustain any damage. Additional information reported the system controller was connected to the pump and there was no replacement. It was reported through patient outcome that the patient was transplanted on (B)(6) 2024 and the events on (B)(6) 2024 captured in the log file appears to coincide. Further information reported the system controller was used as reserved unit for troubleshooting purposes. The reported replace system controller alarm issue was discovered on (B)(6) 2024 when the device was connected to power. A root cause that led to the fuses becoming damaged could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms. Controller fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that replace system controller alarm was present regardless of switching power source. Patient cable issue or power module issue were ruled out. A self-test on the system controller was unable to be performed. The system controller was exchanged and would be returned for evaluation. There were no patient symptoms. There was no viable data to review in the event logs submitted. It did not appear that the system controller was ever connected to the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.